Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "a pin was bent whiled putting in the left holes of the alignment guide."